Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at five days (pod5) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1901 captures the reportable event of "the patient's stone culture tested positive for proteus." Imdrf impact code f2303 captures the reportable event of "the patient was treated with intravenous rocephin and was prescribed with bactrim."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Five days post-procedure, the patient experienced hematuria without receiving treatment. Thirteen days post-procedure, the patient developed a fever, and the stone culture tested positive for proteus. The patient was treated with intravenous rocephin and was prescribed with bactrim. Per physician's assessment, the event of hematuria was not serious, was possibly related to the device, and probably related to the procedure. The event of fever was not serious, was not related to the device, and possibly related to the procedure.